Event description:
Report received of an over-delivery due to suspected user error. The pump settings were unspecified. It was reported that the nurse gave an unprescribed dose of demerol, and the patient went into respiratory arrest. The patient was treated with an unspecified amount of narcan and reportedly recovered. The patient was discharged from the hospital on an unspecified date with no adverse sequelae. The customer indicated that after reviewing the device event history, he felt the over-delivery was due to a user error in programming. Though requested, no further information was available. Multiple unsuccessful attempts have been made to obtain additional information.